Event description:
Additional information was received that indicated that the patient had their generator replaced. Good faith attempts for product return have been unsuccessful as the manufacturer was advised by risk management at the hospital that the device cannot be released without a subpoena.

Event description:
It was reported by a patient's mother that a vns patient was having an increase in seizures in the last 2 months which were above pre-vns baseline. The patient went to see her treating surgeon in (B)(6) 2010 and was told that the generator had over 4 months left in battery life. At the moment, good faith attempts to obtain additional information have been unsuccessful to date.